Event description:
It was reported the patient had syncope and was given a holter monitor. On the holter monitor, it was noticed the patient had heart rates in the 30s and 40s with no pacing and the patient was subsequently hospitalized. Checking the system, however, the right ventricular (rv) lead measurements were good. Provocative isometric testing was tried but could not illicit any noise or oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.